Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 135mg/dl-150mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 211mg/dl and 167mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns: 371 at 6:51am, on (B)(6) 2016. Caller stated within last month doctor had canceled one of his meds and not replaced it. Caller tests 4-6 x daily. Caller is on insulin and no other changes in routine.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 135mg/dl-150mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips have been properly stored and were first opened 3/4/2016. Customer performed a back to back blood test and obtained 211mg/dl and 167mg/dl not fasting. Reviewed meter memory (B)(6). Caller stated within last month doctor had canceled one of his meds and not replaced it. Caller tests 4-6 x daily. Caller is on insulin and no other changes in routine.